Manufacturer narrative:
Device eval summary: all of the equipment was fully functional. It was refurbished, retested, and restocked. The device detected a supraventricular tachycardia which degraded to a ventricular tachycardia, then degraded to ventricular fibrillation, and eventually into asystole. The treatable vf arrhythmia only lasted for 10 seconds before degrading to asystole, so the arrhythmia was not validated by the device to alarm or treat. The device properly detected and alarmed for asystole. Device manufacture date: monitor: 07/01/2010. Electrode belt: 08/01/2010.

Event description:
Zoll lifecor logistics contacted zoll customer support to report a call from a (B)(6) female pt's daughter stating that the pt died on (B)(6) 2011. The pt's daughter reports that the pt was wearing the lifevest at the time of death.